Event description:
A nurse called to report a patient with abdominal distension during dwell 1 of 4 while using the homechoice (hc) device. The therapy proceeded from the initial drain to the fill without error. Initial drain volume was only 93ml. The initial drain alarm setting was 0ml. A drain was done which relieved the patient symptoms. An exact drain volume was not available from the nurse, however 3400ml was in the peritoneal based on the last fill volume of 1500ml, fill 1 equaled 2000ml with an initial drain volume of only 93ml. The reported issue met increased intra-peritoneal volume (iipv) criteria.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. If additional information becomes available, then a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.